Manufacturer narrative:
Associated devices listed in this event: unk 10 degrees poly liner. Unk v-40 + 12. An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "poly wear, loose cup 16 years from implantation."